Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop". The customer troubleshot the ventilator and within the event logs, found "vent inop", "transducer fault" and "motor fault" alarm messages. The customer calibrated the unit and changed power supply, turbine and turbine driver printed circuit board but the "vent inop¿ alarm message reoccurred. The customer reported that there was no patient involvement.

Manufacturer narrative:
The reported complaint of vent inop was confirmed and duplicated. Pt800 failed. A measurement of the dc signal between pins 2 and 4 found the outlet at 0cmh2o to be 1.273mvdc. The value of ocmh2o should be with the range of 0 vdc +/- 0.5mvdc. This issue willl be internally investigated within vyaire.